Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion product event summary: four (4) batteries ((B)(6)) were returned for evaluation. No device malfunction was reported against the returned batteries; therefore, the purpose of this investigation is solely to evaluate the conformance of the devices to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Review of the (B)(6) manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis of (B)(6) revealed that the returned batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing; however, review of the internal file in the battery revealed that the battery was programmed with an incorrect serial number; the incorrect serial number did not affect the functionality of the device. The battery was able to charge on the test battery charger and provide p ower to a test controller. As a result, the finding was confirmed. The most likely root cause of the incorrect serial number event can be attributed to an improper programming of the battery¿s serial number during manufacturing. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient c complications have been reported as a result of this event.